Manufacturer narrative:
Technician found bed in the maintenance shop with a note on it stating the head section of the bed would not lock when the brake was set. Technician found the brake bar was disconnected from the head left caster. Reconnected the brake bar to resolve this issue.

Event description:
Complaint alleged that the head section of the bed does not lock when the brake was set.